Event description:
In 2009, pt's mother reported that over the past 3 weeks, there has been an occlusion error that occurs every 4 days or so. She stated pt was using the infusion device while the occlusion occurred. Mother reported, she has tried to change the insulin cartridge but the issue persists. She stated, sometimes priming the infusion set clears the occlusion but other times she has to change the accessories to clear the error message. Mother reported, the infusion device displayed ab a8 (bolus cancelled) alert when one of the occlusions was confirmed. Verified a bolus was programmed when the a8 displayed. Mother stated she confirmed the error. Mother reported, the pt's blood glucose is getting higher and higher as a result of the occlusions. She stated, pt's elevated readings have ranged from 398-515 mg/dl. Mother reported, pt's blood glucose today was 415 mg/dl. Pt's normal blood glucose range is between 130-180 mg/dl. Mother reported, she gives pt a correction shot of insulin when blood glucose is elevated. Mother states, she reviews bolus history and daily totals often but has not found any discrepancies. She reported, pt is currently using his backup infusion device and does not have a cartridge in his primary infusion device. Mother reported, she filled a cartridge with water and inserted cartridge into infusion device and then primed the infusion set. She stated, the infusion set was primed successfully. Mother reported, she then bolused 2 units and infusion device distributed insulin appropriately. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation. On follow up call six days later, mother reported pt's blood glucose levels have returned to within his normal range.